Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted through a sheath and into the pt's femoral artery. During the first few mins of pumping, the md felt that the iab was not inflating all the way. As a result, the intra-aortic balloon pump (iabp) was stopped and the iab was removed. The sales representative spoke to the staff and a cath lab technician stated that the iab was not inflating at superior end. Another technician said that they did not witness the fluoroscopy, but that the md felt that the augmentation was compromised; there were no alarms. The technician also said that the balloon pressure waveform (bpw) appeared normal. Per the sales representative, at one point one of the technicians' noticed that there appeared to be some blood in the tubing, but she did not know if it was on the outside or inside or if it occurred during the dc of the iab. The technician did mention that the iab was pulled and another iab was inserted without incident. (B)(4). The lab director stated that the pt had a fast atrial fibrillation (afib) and that a "fast afib might not allow the iab to totally inflate. There was no reported pt death or injury. The intervention required was the removal of the iab from the pt. The iabp was delayed/interrupted until the other second iab was prepped and inserted. There were no reported pt complications. The pt outcome is ok.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.